Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log was reviewed, no technical error was found but several air alarms which confirms the reported event. The reported device was received in (B)(6) and its investigation was performed by our local technical team. Test were carried out and ocs test failed with the triggering of the air bubble alarm which confirms the reported event. The cause could not be identified but as per technical manual the air sensor was replaced and sent to (B)(4) for further investigation. Visual inspection found some rust coloring on the ceramics of the sensor. The part was mounted on a test bench for cross-testing. Several tests were carried out including air bubble detection. A drift of the value of the air detector with water was noted during test 14. This value for "water in line" was below the required level and therefore the pump detected an air bubble when it was actually water running. The reported event was reproduced and due to a defective air sensor, with a likely gluing fault on ultrasonic ceramic. An internal CAPA is addressing this issue and corrective action have been implemented since manufacturing of reported serial number. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Air bubble alert when no air bubble present (defective air sensor).